Event description:
Consumer called stating that the meter is reading mmol/l instead of mg/dl.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call. Included in field corrective action.